Manufacturer narrative:
Final analysis found lead insulation degradation near the connector boot. Other; product performance engineering.

Event description:
This report is to advise of an event observed during analysis.